Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported the vessel sealer extend (vse) instrument did not seal properly and a small amount of bleeding occurred. The customer used a back-up vse to complete the procedure. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) did not receive the vessel seal extend (vse) instrument used during this reported event for failure analysis investigations. A follow-up MDR will be submitted if additional information is obtained. A review of the advanced logs for the vessel sealer extend instrument associated with this event was performed. The logs showed that the first vse instrument (lot#: l87230531-0351) was installed 1x and passed homing 1x. Qty 8 cut complete events and qty 27 seal events were recorded with no errors. There were no e100 logs for this instrument as an erbe vio dv generator was used. Logs for the second vse instrument (lot#: k18230526-0204) showed that it was installed 5x and passed homing 5x. Qty 9 cut complete events and qty 16 seal events were recorded with no errors. There¿s no e100 logs for this instrument either, as an erbe vio dv generator was used. Logs did not show any errors that were related to vse functionality. A review of the site's system logs for the reported procedure date was conducted by an isi regulatory post-market surveillance analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.